Event description:
Associated medwatches: 3004721439-2019-00175.

Manufacturer narrative:
Investigation report: manufacturing and quality control data: the progav valve was manufactured by a qualified employee in march 2016. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav valve has a normal pressure range of 0 to 20 cmws. The valve was inspected as article fx410t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. The valve was received in the return kit, submersed in an unidentified liquid. Reason of complaint: suspicion of: adjusts itself. Patient information age: 15 years, weight: 70 kg, height: 170 cm, date of implantation: june 17, 2006, date of removal: june 9, 2019. Visual inspection: strong scratches on the outer housing of the valve were observed through the visual inspection. No significant deformations were detected. Permeability test: a permeability test has shown that the progav valve is permeable. Adjustment test: the progav valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. Finally, we have dismantled the valve. Inside the valve we have found slight build-up of substances (likely protein). Based on our investigation, we confirm that it was not possible to adjust the pressure settings at the time of our investigation. The cause of the scratches of the progav valve and the resultant defect of the rotor could not be determined through our investigation. Significant outside pressure, for example by too much force from the progav adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Patient data - height 170 cm. Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was a postoperative issue with the progav valve requiring explant. The patient underwent a shunt system implantation on (B)(4) 2014. Later, the valve was not adjustable. As a result, the valve was explanted on (B)(4) 2019. There are no reported patient complications or adverse sequelae. Additional information was not provided. Associated medwatches: 3004721439-2019-00175. This report-progav valve.